Event description:
A boston scientific ivus (atlantis sr pro - 40 mhz coronary imaging catheter) catheter failed to work during coronary intervention. The catheter was plugged into the pullback device and prepped in the usual manner and there was no image when ivus was turned on. Several attempts were made to troubleshoot the device, including unplugging and plugging back in, but all were unsuccessful. A new ivus catheter was used with no problems.